Event description:
Customer stated, "was using the pad when all of a sudden the pad started smoking." The product was returned for investigation. The customer did not claim any injury. The product was approx.10 years old when the incident occurred. An investigation was done to look into the customer's complaint. The investigator determined the customer was wrapping and twisting the cord and this led to a cut at the strain relief. The IFU states, "loop cord loosely when storing. Tight wrapping may damage cord and internal parts.". The customer admitted to misusing the pad by laying on the product. IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds".